Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 480 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 165 mg/dl. Customer blood glucose reading at the time of the incident was 480 mg/dl. Customer also had 300 mg/dl blood glucose reading. Customer stated high blood glucose reading stared two weeks ago. Customer had diabetic ketoacidosis. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer parent treated the high blood glucose reading with bolus. Customer changed the infusion set on (B)(6) 2017. Customer cannot recall if the infusion set was bent. Customer drive support was normal. Customer declined to check for the presence of leaks or air bubbles. Customer did not troubleshoot high pressure test. Customer declined to check on the insulin pump setting. Products will not be returning for analysis.